Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional information is subsequently received it would be processed and considered accordingly. Model number d354vrg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant: product ID 693565 implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a patient is deceased and died on (B)(6) 2013; approximately a year and a half post the implant (on (B)(6) 2011) of a cardioverter defibrillator (ICD). The patient was a participant in the (B)(6) study and was not hospitalized in the study facility therefore, no further information is known regarding the patient¿s death. The cause of death was reported as unknown and was classified as a serious adverse device effect by the study adverse event advisory committee.